Manufacturer narrative:
Patient identifier was not provided. Patient sex was not provided. Patient ethnicity/race was not provided. (B)(6). A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Device not available for return.

Event description:
Livanova received a report that the plastic tip of the vascuclear precision bipolar broke off during the vein harvesting procedure and was deposited in the patient. The tip was removed by the surgeon and the device was swapped out to complete vein harvesting procedure. There was no report of patient injury.

Manufacturer narrative:
One vc15 bipolar device was returned to livanova for evaluation. Visual inspection of the device was able to confirm the reported damage to the tip. However, the returned bipolar also was found to have a bent shaft and a puncture in the packaging, likely where the tip had been forced against a hard surface, indicating that any damage may have been exacerbated during product return. The damage identified appeared to be due to a sharp force at the tip, and was determined to be caused due to rough handling during shipment. Though the damage was confirmed, it is unknown what level of damage was exacerbated by rough handling during return shipment. As livanova is not aware of any other similar event and as the damage was determined to be caused by rough handling during shipment, no corrective action is deemed necessary at this time.